Event description:
On 02/19/2010, company representative stated patient reported that her infusion device may not be working. On follow up call, patient reported she has experienced extremely low blood glucose for the past month including an incident of hypoglycemic coma. Patient stated she does not believe the problem is caused by the infusion device. Patient reported she has other medical concerns that her physician stated increased insulin absorption like exercising does. Patient stated her blood pressure and pulse were dangerously elevated last month and she was taken to the hospital. Patient reported that her blood glucose has been as low as the 30's mg/dl every day for the past month. She stated, she decreased her basal rate to compensate but her blood glucose continues to be low. Patient reported that on (B) (6) 2010 she was unconscious due to a low blood glucose reading and her son was able to revive her, and helped bring her blood glucose up toward the target range. Patient's target blood glucose range is 120-150 mg/dl. Patient reported her doctor advised her to stop using the infusion device and called in a prescription for insulin injections today. Advised she follow her doctor's orders. Unable to gather additional information for troubleshooting. Advised patient to return infusion device for investigation; patient declined and continues to use the infusion device.

Manufacturer narrative:
Results: no product will be returned for evaluation.